Event description:
It was reported that the atrial lead was suspected of dislodgement. Besides the atrial lead exhibited failure to capture and far r-wave over-sensing. The atrial lead reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.